Event description:
Customer reported that they are currently experiencing cored medication bottles resulting in debris being present in the syringes prior to administration. It was first noted with the medication aponvie but now has occurred with toradol. The same brand needle was used with the different vials.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Based on the comprehensive investigation, including batch record review, archived sample analysis, returned sample testing, and coring evaluations in accordance with iso 7864:2016, no abnormalities or non-conformances were identified. The manufacturing records confirmed that there were no changes in raw materials or processes, and all inspected samples were within specification. Visual and coring tests did not reveal any defects that could contribute to coring. Therefore, the reported issue could not be reproduced during the investigation, and no systemic or lot-related defect has been identified. Additionally no trends related to this issue have been identified during our track-and-trend analysis.our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number